Event description:
Edwards received information that this patient expired eleven (11) days after implantation of a this bioprosthetic mitral valve. The cause of death was not provided; however, the patient¿s electrophysiology physician felt the patient "probably died due to some major cardio-respiratory calamity that dramatically altered his cardiac metabolic function, resulting in electrical storm.¿

Manufacturer narrative:
Despite repeated attempts to receive further information regarding the device availability, a sample for evaluation could not be obtained for evaluation. Reportedly, the patient's ICD was removed when he was prepped for cremation. It's unknown if the edwards valve was also removed.

Manufacturer narrative:
Method: device remains implanted. Additional manufacturer narrative: the device was not returned to edwards for analysis because it remains implanted in the patient, as there was no information provided regarding an autopsy being performed. Without return of the device, edwards is unable to conclusively determine the root cause for this event. In this case, the patient¿s electrophysiology physician indicated the potential cause of death could be due to pulmonary embolism, mitral valve thrombosis, graft failure with new myocardial infarction and/or internal hemorrhage. Due to this, the device cannot be excluded as a potential contributor to the patient's death. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If further information becomes available, a follow-up report will be submitted.